Event description:
It was reported the EKG pad looked to be soiled upon opening the pack from the sterile PICC kit. The device was not used on a patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon review it was determined that a reportable event had not occurred.

Event description:
It was reported the EKG pad looked to be soiled upon opening the pack from the sterile PICC kit. The device was not used on a patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of matter on the electrode was confirmed, but the source and composition of the material could not be verified from the photo that was returned for evaluation. The photo showed the packaging strip for the 3cg ECG electrodes. One of the gelled electrodes was found on the center slot of the packaging strip while the other two electrodes had been removed. Reddish material was seen on the electrode. One large dot of the material was seen halfway on the stainless-steel snap and half-way on the white label. In addition, lots of smaller flecks/dots of the material were seen on the white label. The photo did not provide evidence as to what the material was. The backside of the electrode was not shown. Possible contributing factors include corrosion of the electrodes or contamination after the kit had been opened. Because the kit had been opened, it cannot be concluded when the material was introduced onto the electrode. Manufacturing records were reviewed and no evidence was found that the failure mode reported in this complaint was caused by the manufacturing process. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the EKG pad looked to be soiled upon opening the pack from the sterile PICC kit. The device was not used on a patient. No other information was provided.